Manufacturer narrative:
H6: removed g02002

Event description:
It was reported that their device was not turning on, which affected their ability to interact with the pump and read the pump screen. Customer's blood glucose level was not impacted. Customer reverted to an alternate method of insulin therapy.